Event description:
Intraoperative device dignostic testing performed during generator replacement surgery resulted in high lead impedance reading, indicating possible device malfunction. The high lead impedance test result was obtained after the replacement generator was connected to the original lead. Proper generator/lead connection was confirmed and device diagnostic testing of the replacement generator alone was within normal limits.the patient's generator was implanted in the middle of the back. Both the lead and generator were replaced. Neck dissection revealed a large amount of scar tissue around the lead electrodes. The surgeon removed the entire lead (including electrodes) and also removed some of the scar tissue around the vagus nerve. Device diagnostic testing of the replacement system was within normal limits, indicating proper device function. The patient was not involved in any accidents or fall prior to surgery but did have a tendency to play with the area around the lead. High impedance was reportedly noted during device diagnostic testing performed at office visit prior to generator replacement surgery. Lead break is supected.

Event description:
The lead was returned and analyzed. Product analysis summary: an analysis was performed on the lead portions returned and the reported high impedance was confirmed. The analyst identified lead breaks in the positive and negative quadfilar coils. Electron microscopy of the breaks identified pitting on the on the coil wire surfaces. This is an indication that stimulation was present for some period of time after break occurred. Because of the surface conditions resulting from the pitting it is unknown how the breaks occurred. The remaining conditions of the lead portion returned are consistent with conditions that typically exist following an explant procedure. Continuity checks were performed successfully with no discontinuities identified on the positive quadfilar coil, and a lead break was verified on the negative quadfilar coil. The connection between the setscrew and lead pin showed evidence that proper mechanical and electrical connection was present. The cause of the reported high impedance was likely due to a lead break. The cause of the lead break is unknown. Possible causes of a lead break include: mechanical failure, implant technique (use of suture; no strain relief), twisting of the lead, violent seizure, physical injury/accident.